Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet, including a severe low blood glucose episode in the 20s mg/dl, and the healthcare professional directed discontinuation and return of the device due to too many lows and complications with inflammatory bowel disease. Symptoms included hypoglycemia. Outcomes included user discontinuation of the device and return initiation. Investigation included complaint intake, field team review for return approval, and coordination of product return for evaluation. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device alarms or malfunctions reported and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.